Event description:
It was reported that the detector dropped and customer needs new detector. The device was not in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector dropped and customer needs new detector. The device was not in clinical use and there was no patient or user harm. The field service engineer (fse) performed an analysis and confirmed that the detector had been dropped by the customer. The customer requested that the fse configure and attach a skyplate detector from another system within the facility to the indicated imaging position (ip) while awaiting the replacement for the damaged detector. A new servicemax case was created for the skyplate replacement, and a quotation was sent to the customer. The fse subsequently installed the replacement detector, completed all necessary tests, and restored the system to full clinical functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).